Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1fjda, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, lot# va1fa7t, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (b)(60 2018, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: va1fjda, (B)(6), (B)(4); product ID: 3389s-40, serial/lot #: va1fa7t, (B)(6), (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare profession regarding a patient who was implanted with a neurostimulator. It was reported the patient's total deep brain stimulator (dbs) system was explanted due to infection. It was stated the issue was resolved at the time of the report. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.